Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were sticking and required multiple button presses to elicit a response. It was reported that the issue was worse when going to the bolus menu. The up arrow and ok buttons were reportedly worn off. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, all of the keypad buttons were found to be intermittently responsive. There was evidence of contamination found under all of the key contacts. The up arrow key contact was found to be misaligned; the up arrow and ok button symbols were worn.